Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photo, there were no issues found. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine was leaking from a minicap extended life pd transfer set. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available .

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.